Manufacturer narrative:
(B)(4). The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt.

Event description:
The complaint micrusphere coil (B)(4) was the first coil to be used. It was reported that, despite being successful in the electrical check, the complaint coil could not be detached. It was removed from the patient and another coil was used instead. The procedure was completed without further issues with the same cable and dcb. However, due to the event it was delayed for 10 minutes, but there was no clinical significance due to the delay. There were no patient injury/complications. According to the physician, the enpower dcb had been changed prior to the surgery. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends, etc.) Was noted on the product by visual inspection. Also no visible damages were reported on the devices after the events. The complained product has already been disposed. No further information is available. The procedure was the coil embolization of an aneurysm at the patient¿s a-com. The patient¿s vessels were mildly tortuous but not calcified. It was reported that an unspecified 7fr sheath introducer by terumo, a chikai 14 (asashi intecc), a straight-type 7fr guiding catheter by medikit, an excelsior sl-10 (stryker), and an enpower dcb and a cable (lots unknown) were also used as the concomitant devices for the above procedure.

Manufacturer narrative:
The complaint micrusphere coil (csp100500-30/j10365) was the first coil to be used. It was reported that, despite being successful in the electrical check, the complaint coil could not be detached. It was removed from the patient and another coil was used instead. The procedure was completed without further issues with the same cable and dcb. However, due to the event it was delayed for 10 minutes, but there was no clinical significance due to the delay. There were no patient injury/complications. According to the physician, the enpower dcb had been changed prior to the surgery. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends, etc.) Was noted on the product by visual inspection. Also no visible damages were reported on the devices after the events. The complained product has already been disposed. No further information is available. The procedure was the coil embolization of an aneurysm at the patient¿s a-com. The patient¿s vessels were mildly tortuous but not calcified. It was reported that an unspecified 7fr sheath introducer by terumo, a chikai 14 (asashi intecc), a straight-type 7fr guiding catheter by medikit, an excelsior sl-10 (stryker), and an enpower dcb and a cable (lots unknown) were also used as the concomitant devices for the above procedure. The device was not returned for analysis. The DHR review of the manufacturing documentation associated with the lot presented no issues during the manufacturing or inspection processes that can be related to the reported complaints. Based on the available information and without the return of the device for analysis, no root cause conclusion can be made. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.